Event description:
It was reported an issue with silkam suture (cassette). The client (veterinarian) reported that the box received matched with their request (silkam black 3/0 100m bbraun), but the content inside was silkam white 5 25m bbraun.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k990089. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 15 units of this code-batch. There are no units in our stock. We have received some pictures and a video showing a product box of the reference f1134043 (silkam black 3/0 (2) 100m) and batch 619193 that contains a cassette of silkam white 5 25m (code-batch f1124110-619181 according to the information received). Upon investigation, it has been determined that a mix-up occurred during rework, as both products were produced and packaged on two different dates and times. A silkam white usp 5 cassette was mistakenly included in a box labelled silkam black usp 3/0, and the operator overlooked or did not correctly verify the cassette with the box description. Reviewed the batch manufacturing record, there was a non-conformity regarding the same issue. Remarks: the personnel involved will be informed of this issue and a re-training will be given. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures and video received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, a retraining and awareness will be given to the involved personnel about this incidence.